Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the system control board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect system control board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to fully complete 3d image acquisitions. An error message stating early termination of the scan occurred. No additional information was provided. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The system control plate was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6).